Event description:
It was reported that when patient presented in-clinic, a rise in capture threshold, and decreased r-waves were observed. Lead dislodgement was noted. No immediate action was taken at that time as the patient was asymptomatic and not pacer-dependent. Later, the patient presented in the ER after receiving inappropriate therapy. Oversensing atrial flutter was noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.